Manufacturer narrative:
The diamond clean brush head is an accessory to the sonicare power toothbrush.

Event description:
The consumer states that the bristles from their diamondclean brush head are coming out in their mouth and they nearly choked.

Manufacturer narrative:
Manufacture date updated because product was returned.